Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic's request for device return, no devices were received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: actual device not evaluated.

Event description:
It was reported that preoperatively on (B)(6) 2012, the patient interface for the nerve integrity monitor was working intermittently when the cable is moved. There was no patient impact reported.

Manufacturer narrative:
The device was returned for evaluation. Analysis found the unit was working intermittently due to a shorted cable, which was replaced along with damaged cable clips. The device was repaired, tested to specifications and returned to the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.